Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered possibly inappropriate anti-tachycardia pacing (atp) and a shock due to possible supraventricular tachycardia (svt). The ICD system remains in service. No adverse patient effects were reported.